Event description:
Davol patch hernia composix - mesh graft- inserted in conjunction with ventral hernia repair in 2006. Dr. Operated on pt and found mesh graft was defective. The expandable ring was fractured resulting in a chronic small perforation of the bowel with subsequent development of an enterocutaneous fistula. There was a recall of davol kugel mesh early 2007; this graft not included in recall. Dr. Requested mesh retained by pathology.